Event description:
Additional information was received from the patient reporting that the cause of the pop from the left side of the head was unclear. It was possibly just the dystonia itself causing the pop. Circumstances that led to the issue included the service codes and therapy being off. Steps taken to resolve the issue included turning the therapy on and the symptoms resolved. The issue was considered resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had terrible pain, terrible tremors and the dystonia with her head was horrible so patient didn't feel like therapy was working at all. The patient said while they were watching tv, they felt a weird sensation and then heard a loud pop coming from left side neck where lead/extension was and now they were in pain. The patient said they didn't know why this happened and said they hadn't had any falls or trauma prior to this. The circumstances that led to the reported issue were asked but unknown. The patient reported service code 575 came up, code was coming up on call. The patient wasn't familiar with using the wireless recharger and typically has daughter charge for them. During the call, the handset and communicator were powered down and back on. The patient was able to enter my dbs therapy app and saw the "626 service code- low implant battery". The therapy was off. The patient was able to turn therapy back on but implant battery showed 0%. The patient started a charging session and the implant started charging, however it kept losing connection. The patient stated this was because they couldn't stay still because of the dystonia and tremor. The issue was not resolved. The caller was redirected to patient will continue to charge implant as best as possible. The patient was redirected to their healthcare provider (hcp) regarding the return of symptoms/"popping" noise that was heard.